Event description:
It was reported that the patient passed away due to an unknown reason. No further information has been able to be obtained despite good faith efforts. Additional information was received that the patient passed away due to causes unrelated to the device.

Event description:
It was reported that the patient passed away due to an unknown reason. No further information has been able to be obtained despite good faith efforts.